Event description:
The customer reported to a baxter representative a condition of a 60" micro extension set that was alleged to have experienced no flow until the user of the device applied pressure to the line. This condition was observed during priming, prior to patient use. There was no report of patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. No additional information is currently available. This report #3 of 3 involving this condition.

Manufacturer narrative:
(B)(4). Additional information: the reported condition could not be confirmed, as the sample was not available for evaluation. Therefore, no root cause could be identified. Should any additional information be made available, a follow-up MDR will be submitted. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). The sample was not available for evaluation. Should any additional information be made available, a follow-up MDR will be submitted.